Manufacturer narrative:
Insulin pump received with all no button response due to flattened button dome switch. The keypad connector on lcd is locked properly during visual inspection. Unable to perform self test and displacement test due to no button response. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone that the buttons were hard to press. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the time was advancing. The insulin pump will be returned for analysis.